Event description:
Nucleus 5 cochlear implanted on (B)(6) 2011 with an expiration of 1/28/2013. Physician states that the implant failed approx 3 months after implant and was explanted on (B)(6) 2012. A new device of the old style (freedom model #z60424, serial # (B)(4), exp date 11/22/2013) was implanted without incident.